Event description:
According to the literature, a retrospective study between january 2017 and january 2022 compared the efficacy of ultrasound-guided percutaneous rfa for the treatment of hcc in the hepatocaval confluence compared to that in the non-hepatocaval confluence. Using the cool-tip rfa and competitors, a total of 597 patients with primary or metastatic hcc who received ultrasound-guided percutaneous rfa. There were 386 patients in the non-hepatocaval confluence and 86 patients in the hepatocaval confluence. The following complications were reported in the hepatocaval confluence groups: pneumothorax and liver abscess, chest pain requiring medication, small amount of intra-abdominal bleeding which self-resolved, and three unlisted grade a complications. The following complications were reported in the non-hepatocaval confluence: liver abscesses (3) tumor seeding (2), chest pain requiring medication (8), abdominal infection, pleural effusion (3), abdominal bleeding (2), and 13 unlisted grade a complications.

Manufacturer narrative:
References: zhou, yanzhae, at.al., 2023, predictive factors of treatment outcomes after percutaneous radiofrequency ablation of hepatocellular carcinoma in the hepatocaval confluence: a propensity score matching analysis. Elsevier inc. On behalf of the association of university radiologists, academic radiology vol 30, no s1, https://doi.org/10.1016/j.acra.2023.03.043 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.